Event description:
On (B)(6) 2013, it was reported that from the morning of (B)(6) 2013 till around 7:00 pm on (B)(6) 2013 the patient experienced elevated blood glucose levels as high as 21 mmol/l (378 mg/dl). On (B)(6) 2013, she ate breakfast and bolused with the infusion device to account for the carbohydrates and her already elevated blood glucose level. The patient changed the accessories on the infusion device, but her blood glucose level continued to be elevated. Her blood glucose level went back to normal during the day, but after intense housekeeping it became elevated again and she felt sick. She bolused 5 units of insulin at that time. Her normal blood glucose level is 6-7 mmol/l (108-126 mg/dl). The accuracy of insulin delivery is being questioned. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.